Event description:
A malfunction alarm, identified as malfunction 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the customer through a pump reset procedure, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.